Event description:
Per the clinic, the issue is unknown. The device was explanted on (B)(6) 2022 and re-implanted with a new device at the same surgical event. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on january 3, 2023.

Manufacturer narrative:
This report is submitted on march 06, 2023.